Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
The patient reported the pump was sticking out. The patient was working to get the pump taken out. It was unknown if this was a gradual or sudden change in therapy/symptoms. The indications for use were non-malignant pain and failed back surgery syndrome. Additional information from the patient reported that the pump shifted positions approximately four years ago and was now sitting on her bladder. The patient did not know if this event happened in 2011. The circumstances leading to the pump sticking out, and the steps taken to resolve the issue were unknown. If additional information becomes available, the event will be updated.